Event description:
It was reported that the programmer tray falls out and the strip printer jams when trying to print. The programmer was returned for service. It was analyzed and tested out of specification. It was indicated on the return paperwork that there was no patient involvement associated with this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the printer drawer was missing the tray latch on the side of the drawer, the printer jams due to the top paper guide missing. It was also noted that the electrocardiogram (ECG) connector was loose and the microphone was out of electrical specification. .